Event description:
During a fenestrated (cook) case a 7fr x 55 cm sheath was placed in renal artery. The left renal stent was observed to be displaced. It had shifted proximally off the balloon. The sheath was removed with the stent in the sheath. The target vessel was 7mm. The stent had passed through the fenestrated aaa device prior to noticing the dislodgement. No harm came to the pt.

Manufacturer narrative:
On completion of the evaluation a follow up report will be submitted.